Manufacturer narrative:
Tubing had or damage. Pump performed within specifications. Reservoir performed within specifications. Cylinder was functional. Cylinder had torn fabric and bulging.

Event description:
Add'l info received on 8/18/97 indicates the entire device was removed from the pt and replaced on 8/12/97 due to "right cylinder rupture and fabric ingrowth into smooth capsule of right cavernous body."